Event description:
A customer reported no phacoemulsification during sculpt mode. The system primed normally. All the connections were checked. The system was rebooted and the consumables were exchanged with no resolution to the issue. When the surgeon switched to the ozil mode it made a strange noise the surgeon was able to crack the nucleus and remove the natural lens using irrigation/aspiration. The surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 26, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).